Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump under delivered. The infusion rate was set at 2.4ml/hr reservoir volume 111.ml. Given 102.8ml. Length of infusion 46 hours. Patient was not affected. No patient injury. No additional information available.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.